Event description:
Boomerang wire was placed post diagnostic procedure without problem: temporary hemostasis was achieved: no oozing: pressure held and no apparent signs of hematoma. After 6 hours of laying flat, patient complained of severe abdominal pain when attempting to ambulate. Patient was admitted and after diagnostic procedure it was determined that the patient needed surgical repair.

Manufacturer narrative:
Physician indicated to cardiva that didn't believe the boomerang was the cause of the incident. He felt the patient had a high back-wall stick for which the boomerang is not meant to close.